Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 18.6, hardware: iphone13.2, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased after approximately 4-24 hours of pod wear on the abdomen. Blood glucose levels were reported to have increased to approximately 300 mg/dl. The patient developed symptoms including sudden and persistent vomiting (including vomiting red bile), confusion, lethargy, and extreme fatigue, prompting her to seek medical attention. The patient¿s mother transported the patient to the hospital, where she was admitted and was diagnosed with diabetic ketoacidosis. Treatment during medical evaluation included intravenous fluids to promote urination, insulin therapy, and potassium. At the time of reporting, the patient remained hospitalized, with an anticipated discharge date on (B)(6) 2026.